Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7108506. Brand name: linear st; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7108558.

Event description:
It was reported that the patient experienced difficulty charging, therefore the patient underwent a pocket revision procedure in which the implantable pulse generator (ipg) was repositioned. During the procedure the physician observed that one of the two currently implanted leads had migrated. The physician did not provide any intervention for the migrated lead because the patient was receiving adequate stimulation. The patient is doing well post operatively. The devices will not be returned for analysis as they remain implanted.